Manufacturer narrative:
Date rec'd by MFR: 06aug2019. The philips service engineer (fse) confirmed the touch screen failure. The fse replaced the touchscreen. No other issues were identified and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported touchscreen failure. There was no patient involvement.